Event description:
It was initially reported by the nurse that the pt was having some cardiac issues which she attributes to vns. Good faith attempts to obtain additional information has been unsuccessful till date.

Manufacturer narrative:
(B)(4). The evaluation results were inadvertently omitted in the initial medwatch report. The reported condition was confirmed but not duplicated. The assignable cause could not be determined at this time. The device will not be repaired at this time since it is a baxter owned unit.

Event description:
The facility reported a colleague infusion pump with failure code 807:05. It is unknown when this condition occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as colleague 2006 (remediated).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.